Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that more than three months after implant, the pacemaker's battery voltage was 2.60 v and battery impedance was 5900 ohms. Approximately nine years from implant, telemetry was unable to be established. The pacemaker was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that more than three months after implant, the pacemaker's battery voltage was 2.60 v and battery impedance was 5900 ohms. Approximately nine years from implant, telemetry was unable to be established. The pacemaker was replaced. No patient complications were reported as a result of this event.